Event description:
The report received from the study indicated that the patient had a control angiogram approximately ten weeks after the index procedure. The patient had a cypher select plus 3.0 x 28 mm stent implanted in the left anterior descending (lad) target lesion during the index procedure. The indication for the angiography was a positive exercise stress test and two subsequent episodes of thoracic discomfort with exercise. A 50% peri-stent restenotic lesion was found in the first diagonal branch. The lesion was not treated. The episodes of thoracic pain were thought to be non-cardiac and were due to stress. After the angiography, the patient developed a hematoma and a long (4 cm x 0.8 mm) pseudo-aneurysm that was treated by embolization. The sheath used during the procedure was not a cordis product.

Manufacturer narrative:
The indication for the procedure was an acute non-st elevation anterior wall myocardial infarction (nstemi). The onset of pain to the index procedure was equal to or greater than twenty-four hours and equal to or less than seventy-two hours (=>24 hours and <=72 hours). Thrombolytic therapy was administered. The patient was found to have one-vessel disease and had one lesion treated during the procedure. The patient's left ventricular ejection fraction was greater than 50% (lvef>50%). The target lesion was the mid lad. The lesion was reported to be: a focal (<10mm) in-stent restenosis (isr) of a previously implanted bare metal/vision stent, 3.0 mm vessel diameter, 28 mm length, a bifurcation lesion, an 80% stenosis, concentric and type b2. The lesion was pre-dilated with a 2.0 x 10 mm balloon at 12 atm. A cypher select plus 3.0 x 28 mm stent was implanted at 16 atm. The stent was post-dilated using a kissing balloon technique (kbt) with a 3.25 x 12 mm balloon at 18 atm due to incomplete stent expansion and the bifurcation. The patient was discharged the day after the procedure. The patient was reported to be asymptomatic at the one and six-month follow-ups and was continuing her medical regimen. Please note that device is distributed outside the untied states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.